Event description:
It was reported that post a stenting treatment procedure, the patient expired. The patient presented with multiple vessel disease. The 90% stenosed, concentric and de novo target lesion was located in the mildly tortuous and non-calcified distal left main and distal left anterior descending (lad) artery. The lesion was predilated with a 3x12mm non-bsc balloon and the stenosis was reduced to 70%. A 16x4.0mm taxus liberte stent delivery system (sds) was advanced to the lesion. The stent was deployed and post dilated with a 3.5x8mm quantum maverick balloon without patient complications. Two additional, non-bsc stents, were also deployed during the initial case. During the initial case, the patient received plavix and heparin. Four hours later, the patient expired. The physician believes that it may be due to a brain hemorrhage.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).